Event description:
Customer reported missing information from the test strip vial. Customer stated the expiration date on the vial does not match the one in the manufacturer's electronic inventory system. No treatment. A request was made for return product and replacement product was sent.